Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "while PICC groshong 4fr 60 cm with microintroducer kit was being placed in the patient, it started presenting a leakage in number 45 as a 'squirt'".